Manufacturer narrative:
Device manufacture date is unk at this time. Investigation underway.

Event description:
It was reported the laminated boards are splitting; it is unk if there are any sharp edges involved.